Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015. On (B)(6) 2015 the patient was admitted to the hospital for the bt treatment as planned by the physician. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation requiring hospitalization to be extended. The patient was treated with systemic steroids. On (B)(6) 2015 the patient recovered from the asthma exacerbation and was discharged from the hospital.